Event description:
It was reported that the customer had a bent cannula, and the insulin pump did not give a no delivery alarm. It was reported that the bent cannula was due to the customer flinching and squirming during the insertion of the infusion set. Troubleshooting was declined. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.